Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported suspends inquiry on the insulin pump. Advised the customer that she does not have to suspend the insulin pump every time she disconnects. Customer also mentioned that on her breakfast report it showed had 120 carb, but stated she never did that. No further information provided.